Manufacturer narrative:
Additional information: d9, g2, g3, h3. The device was returned for evaluation. The tyvek seal was unsealed from the thermoform packaging tray. No particulate was found during visual inspection of the returned items. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. MFR # reference: (B)(4). Please reference report 2032546-2025-00009 for the report of particulate/foreign matter associated with device two (2) of two (2).

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling and associated risk documents was completed. Particulate/foreign matter is a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported event (particulate/foreign matter) is an established risk associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference:(B)(4). Please reference report 2032546-2025-00009 for the report of particulate/foreign matter associated with device two (2) of two (2).

Event description:
It was reported that during a trabecular microbypass stent system procedure, the surgeon observed "black spots" within the sterile packaging of two (2) unopened devices. Reportedly, an additional device was used to complete the procedure. Per report, the devices were unopened/unused, and there was no patient contact. Additional information has been requested. This report references the report of particulate/foreign matter associated with device one (1) of two (2).